Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that replacing the em controller corrected the issue. The system then passed the system checkout and was found to be fully functional. Analysis on the returned em controller resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the controller was tested on a bench system for over 24 hours and continually tracked tools the entirety of testing. Lat testing was performed at initial power up, then 5 hrs later and then a full 24 hrs later with passing results. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that, short after registering and attempting to navigate, the system did not see any of the instruments in the tracking view (including patient tracker). The site was using a flat emitter. The representative tried to troubleshoot this issue by; re-seating patient tracker into the interface box and tried different ports, ensured no metal interference, confirmed that the patient was not moved and setup did not change from non-sterile to sterile, re-seated the emitter and toggled off/on in the software, confirmed the error value for tracker and that it was 0.5 before and 3.5 when the site were having issues, and tried moving other instruments near the field to see if any were detected but no instruments were detected. It was later noted after the ca that replacing em controller has corrected this issue. The delay of the procedure was unknown, but there was no impact on patient outcome.

Manufacturer narrative:
The software investigation determine that they were unable to determine the probable cause of the reported issue. The logs were reviewed, but provided no additional information about the cause of the reported complaint. According to the system checkout, replacing the em controller resolved the issue; however, the hardware analysis showed no fault found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that, short after registering and attempting to navigate, the system did not see any of the instruments in the tracking view (including patient tracker). The site was using a flat emitter. The representative tried to troubleshoot this issue by; re-seating patient tracker into the interface box and tried different ports, ensured no metal interference, confirmed that the patient was not moved and setup did not change from non-sterile to sterile, re-seated the emitter and toggled off/on in the software, confirmed the error value for tracker and that it was 0.5 before and 3.5 when the site were having issues, and tried moving other instruments near the field to see if any were detected but no instruments were detected. It was later noted after the ca that replacing em controller has corrected this issue. The delay of the procedure was unknown, but there was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The site was able to complete the procedure without the use of navigation with a 10 minute delay in the procedure.